Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx drug eluting stent to treat a moderately tortuous and severely calcified lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery, it was reported that stent deformation occurred in-vivo during positioning. It was described that the physician tried a number of times to place the stent in a highly calcified area and during this time one of the stent struts lifted. It was also reported that the physician then pre dilated the lesion again and completed the procedure using a non-medtronic stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 15th stent wraps, with struts raised. Deformation was evident to the distal tip, with tip appearing uneven. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.